Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hypoglycemia. The blood glucose level went down to 42 mg/dl. Customer was in auto mode. The blood glucose level was 183 mg/dl at the time of incident. The insulin pump will not be returned for analysis.